Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the balloon dissector was inserted into the patient with no concerns. After 2 -3 air pumps, a pop sound was heard. The balloon had popped during inflation. Nothing fell into the cavity. New device was used to complete the case. No unusual things were noticed by the surgeons. There was no patient injury.

Manufacturer narrative:
Evaluation summary: the visual inspection noted; the balloon was broken. The valve seal and doors appeared intact. The insufflation bulb was not received. The obturator was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.